Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the cmos battery for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery has not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, when starting up the imaging system the system would not progress past the "system booting please wait" prompt on the viewing station of the imaging system. The rt restarted the system multiple times, but this did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.